Event description:
Customer reported "attempted to use guidewire during procedure, the wire split/unraveled". The device was being inserted in the left femoral. A new device was used to place catheter on the right side without issue. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
Qn# (B)(4). The customer returned one guide wire and lidstock for analysis. No signs of use were observed. Visual inspection revealed that there were two kinks on the guide wire. Microscopic examination confirmed that the core wire was broken towards the distal end. Both welds were present and spherical. The distal core and coil wire was still attached to the weld. The coil wire and part of the proximal core wire was still attached to the proximal weld, and the separation point was tapered. The kinks on the guide wire measured 340mm and 353mm from the distal tip of the guide wire. The guide wire total length measured 682mm, which is within the specification limits of 679-687mm per the guide wire product drawing. The guide wire outer diameter measured 0.845mm, which is within the specification limits of 0.838mm-0.877mm per the guide wire product drawing. Functional testing could not be performed on the guide wire due to the nature of the damage. A manual tug test confirmed the distal weld was intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "warning: do not apply excessive force in removing guide wire. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken towards the proximal end. The guide wire met all dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported "attempted to use guidewire during procedure, the wire split/unraveled". The device was being inserted in the left femoral. A new device was used to place catheter on the right side without issue. No patient harm reported. The patient's condition is reported as fine.